Event description:
Customer called to report the drive block of the pump is traveling freely on the lead screw with the arms engaged. Customer received several a-34 alarms. Troubleshooting was performed. Insulin did not exit. Pump was not dropped, bumped, or exposed to moisture.